Event description:
During clinica luse: pump was set at 25ml/hr, and infused 250ml in 6 hours. Infusing sandostatin. No injury to the pt. During hosp biomed. Testing: pump was set for 60 ml/hr for 30ml; pump delivered 100ml in 30 minutes.

Event description:
During clinical use: pump was set at 25ml/hr, and infused 250ml in 6 hours. Infusing sandostatin. No injury to the pt. During hosp biomed. Testing: pump was set for 60ml/hr for 30ml; pump delivered 100ml in 30 minutes.